Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer experienced a problem with their vessel sealer extend (vse) instrument. The customer informed the vse was not sealing properly. The customer replaced with vse with no change. The customer informed that the surgeon had to use their prograsp forceps instrument to get a seal. The system logs showed no associated errors. The customer confirmed no errors or messages were displayed. The customer would like their isi field service engineer (fse) to test the e-100. The user completed the procedure, and no known impact or patient consequence was reported.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the vessel sealer extend instrument, however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined. Isi did receive the e-100 to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs but could not reproduce the issue during in-house testing. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system where the e-100 was tested with 10 power cycles and 50 energy cycle cut/seal actions. As a result of these findings, fa conducted that no root cause could be determined.

Manufacturer narrative:
A review of the associated vessel sealers with this event was performed by a failure analysis engineer (fae) on 20-aug-2025. According to the logs, the first vessel sealer extend (vse) instrument with lot l80240926-0215 was installed once and passed homing. 12 cut complete cycles were found and 6 seal events were noted, with no errors. E100 logs showed 22 seal events with no errors. The instrument was used for about 10 minutes. The second vse instrument with lot l11250102-0378 was installed 7 times and passed homing in the 7 occasions. 49 cut complete events were noted, with no errors. E100 logs showed 6 coag events with no errors and 70 seal events with 1 high initial starting impedance error. The instrument was used for about 57 minutes. The probable root cause cannot be determined based on the information provided. Since the product was not returned and the log review was inconclusive, the reported event could be related to sealing attempts on tissue exceeding the thickness tolerance based on impedance error found. However, there were no errors found in the sealing cycle logs that could support this being the cause of the sealing issue.

Event description:
Refer to h11 for follow-up information.